Event description:
It was reported that wingset sezset 21x.75 12 w/o luer had blood backflow during infusion. The following information was provided by the initial reporter: "during the infusion of the medication, blood is stored and the medication overflows at the junction of the needle and the device."

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 0062518, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that there was blood in the safety device, however, due to the fact that the product was covered with adhesive tape. It was not possible to identify whether there was a leak in the product and/or if there was a loss of venous access. Since the engineer could not identify a leak or loss of venous access a definitive root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that wingset sezset 21x.75 12 w/o luer had blood backflow during infusion. The following information was provided by the initial reporter: "during the infusion of the medication, blood is stored and the medication overflows at the junction of the needle and the device."